Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy with polypectomy procedure. According to the complainant, during procedure, the snare loop failed to extend out from the sheath and failed to cut. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Investigation results: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.